Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: nurse resource manager. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a ncompass nitinol tipless stone extractor during a ureteroscopy, the sheath on the basket broke and moved down making the basket unable to open. The stone was located in the renal pelvis and upper pole, and the stone type was noted to be uric acid >1cm. The device was tested prior to use. The sheath moved with the wires. The sheath broke halfway down the basket and the proximal end was moving instead of the wires moving through it. The user made several successful passes prior to the breakage. A few of the stone fragments were noted to have migrated to the lower pole while lasering. Another device of the same type was used to complete the procedure.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: as reported, while using a ncompass nitinol tipless stone extractor during a ureteroscopy, the sheath on the basket broke and moved down making the basket unable to open. The stone was located in the renal pelvis and upper pole, and the stone type was noted to be uric acid >1cm. The device was tested prior to use. The sheath moved with the wires. The sheath broke halfway down the basket and the proximal end was moving instead of the wires moving through it. The user made several successful passes prior to the breakage. A few of the stone fragments were noted to have migrated to the lower pole while lasering. Another device of the same type was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncompass nitinol tipless stone extractor was returned for investigation with no original packaging. The basket sheath was separated approximately 85.3 cm from the distal tip. A functional test determined the handle did not actuate basket assembly. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was separated near the handle. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling. Therefore, the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.